Manufacturer narrative:
This spontaneous case was reported by a gynecologist and describes the occurrence of dysmenorrhoea ("abdominal pain / right side stinging abdominal pain during the first days of menses") and thyroid cancer ("thyroid cancer") in a (B)(6) -year-old female patient who had essure (batch no. C51345) inserted for sterilization. The patient's past medical history included colectomy in 2014 and familial adenomatous polyposis. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required). In 2016, the patient experienced thyroid cancer (seriousness criterion medically significant). The patient was treated with surgery (operation for thyroid cancer in (B)(6) 2016 and removal of implants and fallopian tubes laparoscopically on (B)(6) 2017). At the time of the report, the dysmenorrhoea and thyroid cancer outcome was unknown. The reporter provided no causality assessment for dysmenorrhoea and thyroid cancer with essure. The reporter commented: implants were just in right place. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 09-jan-2018 for the following meddra preferred term: dysmenorrhoea. The analysis in the global safety database revealed 175 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-jan-2018: quality-safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a gynecologist and describes the occurrence of dysmenorrhoea ("abdominal pain / right side stinging abdominal pain during the first days of menses") and thyroid cancer ("thyroid cancer") in a (B)(6) year-old female patient who had essure (batch no. C51345) inserted for sterilization. The patient's past medical history included colectomy in 2014 and familial adenomatous polyposis. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required). In 2016, the patient experienced thyroid cancer (seriousness criterion medically significant). The patient was treated with surgery (operation for thyroid cancer in (B)(6) 2016 and removal of implants and fallopian tubes laparoscopically on (B)(6) 2017). At the time of the report, the dysmenorrhoea and thyroid cancer outcome was unknown. The reporter provided no causality assessment for dysmenorrhoea and thyroid cancer with essure. The reporter commented: implants were just in right place. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 22-dec-2017 for the following meddra preferred term: dysmenorrhoea. The analysis in the global safety database revealed 159 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Most recent follow-up information incorporated above includes: on 21-dec-2017: patient historical information, essure indication, essure lot number (c51345) and event thryroid cancer added. Event abdominal pain updated to dysmenorrhoea and inserted its onset date. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a gynecologist and describes the occurrence of abdominal pain ("abdominal pain") in a (B)(6)-year-old female patient who had essure inserted. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (removal of implants and fallopian tubes). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain outcome was unknown. The reporter provided no causality assessment for abdominal pain with essure. The reporter commented: removal of implants and fallopian tubes performed. Implants were just in right place. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on (B)(6) 2017 for the following meddra preferred term: abdominal pain. The analysis in the (B)(6) database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.